Event description:
It was reported by the patient that her mood has been affected lately and believes it is due to the vns. She also stated she was very upset and reported that she is feeling stressed because of her not having her magnet and her fears of the coronavirus. The patient also reported she was having an increase in seizures as she is more tired and moody. She also stated she has been losing weight and believes this is related to the depression previously reported. No additional relevant information has been received to date.

Event description:
It was reported that a patient stated the vns "not being good for her" because of the voice alterations and depression/tearfulness. She stated that the vns does give her better seizure control. No additional relevant information has been received to date.